Event description:
Caller had a nevro scs device that quit charging a couple days ago. Pt talked to a person named (B)(6). Caller was redirected to their manufacture. Pts hcp was a dr. (B)(6). Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).